Event description:
It was reported that, "surgeon was using device to extract st screw for compression hip screw and tip broke."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.